Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. The biomed replaced the therapy connector which resolved the reported issue. The device and removed therapy connector were not returned and evaluated by physio-control. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that a biomedical engineer observed that a pin was broken off in the therapy connector on the device. As a result, defibrillation therapy would not have been possible. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that a biomedical engineer observed that a pin was broken off in the therapy connector on the device. As a result, defibrillation therapy would not have been possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).